Event description:
The atrial lead was reported to have sensing difficulty, was capped and replaced in 1991 and then later removed on (B) (6) 2009. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all insulators breached; partial atrial lead in segments was returned and analyzed.